Event description:
Additional information received from an hcp via a clinical study indicated that the event had recovered/resolved on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient requested explant as they stated it never worked for the patient and was dissatisfied with treatment; however pain score has improved. It was noted they had concern with the erosive skin at pump site and was concerned for possible infection. The hcp assured the patient there was no signs of infection at the site. It was noted the patient just wanted their pump explanted. The outcome of the event was not recovered/not resolved. It was noted the patient was exited and no additional information was available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving infumorph 2 mg for a total dose of 32885 mg/day via an implantable pump. It was reported the patient called on (B)(6) 2020 and stated they had a lesion on the pump that was bleeding. The patient noted it looked like the pump was pushing out. The patient was brought in for a visit and examined. It was noted there was no infection at the site. The patient was requesting explant. The outcome of the event was not recovered/not resolved. The adverse event term was erosive skin lesion at pump site. The event was not related to the study procedure, catheter, myptm, drug, or systemic opioid weaning. It was noted there was a probable relationship to the pump. The event date was (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study reported the event resulted in treatment which included system modification. No further complications were reported.